Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the philips intellivue information center (piic) classic hung up. No patient involvement.